Event description:
Registered nurse from home health agency reported patient is experiencing possible side effect of hair loss. Registered nurse also reported that patient's pump has an error message alert (low batteries) and pump maintenance is not due until 04/02/2025. Serial#: (B)(6). Unknown severity, details, or dates of hair loss. Unknown length of time pump has had error message alert. Pharmacy to replace pump. Unknown if md is aware. No other information available. Reported to (B)(6) by health professional.